Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 1 ml allergist tray with 26 g x 3/8 in safetyglide had a safety mechanism that would not advance onto the needle after use. This occurred on 4 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation summary: customer returned (5) 1ml, 10mm, 26g bd safetyglide allergy syringes in an open tray. Customer states that the safety mechanism would not advance onto the needle after it had been used. All returned syringes were tested and all safety mechanism were able to be properly activated with no observed defects. A DHR check was not performed as the lot number is "unknown" for this complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a 1 ml allergist tray with 26 g x 3/8 in safetyglide had a safety mechanism that would not advance onto the needle after use. This occurred on 4 separate occasions but the date/time and or patient information is unknown.